Event description:
It was reported that there was a problem with the implantable neurostimulator (ins). A message screen noted a power-on-reset (por) condition. No por code was displayed. The por was cleared by pressing a key on the patient programmer. The patient was then recharging the ins battery.

Manufacturer narrative:
(B) (4).